Manufacturer narrative:
Per additional information received, it has been determined that this is not a reportable event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse wanted to know if there was anything needed to do to help with rewarming the patient on arctic sun device. Patient started rewarming 3 hours ago in hypothermia setting at target temperature of 33c and rewarm rate was set at 0.33c/hr. The rewarm target temperature was 37c, patient temperature was 33.2c, flow rate was 3.3 l/m, water temperature was 31.5 c and rising. Trend indicator was one bar down. There was no vaso active medication and fentanyl ( pre re natal medication) was given. There were no alerts or alarms verbalized. They verified appropriate pad placement. Universal pads were in use (total of 6 pads). Ms&s discussed bair hugger and recommended nurse to verify patient temperature with a secondary temperature source. The nurse called back and stated the water temperature increased to 42 c but it was back down in the 30's now. Temperature was verified with secondary temperature source. Bair hugger was on patient. Patient was trending up and was now at 34 c. The nurse stated they would do frequent skin checks and would call back if needed. Per follow up via nurse on 23feb2021, confirmed all pads had been universal. They did not have a full set of large to fit the patient at that time. Fentanyl had been administered to help control movement, but this was given per protocol prn (pro re nata). Patient completed therapy with on further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse wanted to know if there was anything needed to help in rewarming the patient on artic sun device. Patient started rewarming 3 hours ago in hypothermia setting at target temperature of 33c and rewarm rate was set at 0.33c/hr. The rewarm target temperature was 37c, patient temperature was 33.2c, flow rate was 3.3 l/m, water temperature was 31.5 c and rising. Trend indicator was one bar down. There was no vasoactive medication and fentanyl (pre re nata medication) given. There were no alerts or alarms verbalized. They verified appropriate pad placement. Universal pads were in use (total of 6 pads). Ms&s discussed bair hugger and recommended nurse to verify patient temperature with a secondary temperature source. The nurse called back and stated the water temperature increased to 42c but returned to 30's now. Temperature was verified with secondary temperature source. Bair hugger was on patient. Patient was trending up and was now at 34 c. The nurse stated they would do frequent skin checks and would call back if needed.